Manufacturer narrative:
Sc-1110-02 (B)(4) device evaluation indicated that the device exhibits normal charging and discharging characteristics. No anomalies were found.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was reportedly doing well postoperatively.